Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿the patient was a (B)(6) male. The date of the event was (B)(6) 2015. The procedure was laser assisted cataract surgery with the system. The surgeon reported the laser part of the procedure was uneventful. The customer reported a posterior capsule (pc) tear occurred during phaco. The surgeon completed an anterior vitrectomy and implanted the intraocular lens (iol) in the sulcus. The patient presented at the laser with a small pupil and surgeon chose to decrease the cap size. The surgeon then manually made about half the radius larger in surgery as it didn't appear centered. The surgeon did not feel the pc tear (which was posterior and occurred during the phaco process) was system related. The outcome of the event was noted as resolved with treatment. The patient was not hospitalized. There were no medications or therapies in use at the time of the event. The pre-existing ocular condition was noted as unknown. The relevant history including pre-existing medical conditions was noted as unknown. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. No patient health or ocular history was noted. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient experienced a posterior capsular break during a procedure. The case resulted in implanting an intraocular lens in the sulcus. Additional information has been requested.